Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. A portion of the lead was explanted with the lead tip remaining surgically abandoned. A non-boston scientific rv lead was implanted. No additional adverse patient effects were reported. The explanted portion of the lead remains in hospital possession and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.